Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 17-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 9611594-2025-00160 for the second event. It was reported the patient "presented to hospital with 3-day history of emesis, cough, increased secretions, and new supplemental o2 [oxygen] need query viral illness. Admitted for supportive management. Continued to have emesis (formula) and nj [naso jejunal] placement confirmed, however, removed and found to be cracked." Additional information received 20-jun-2025 noted no further patient impact reported. The nj tube was replaced. The nj tube was being used for continuous nj feeds. The only medication given via the nj was peg [percutaneous endoscopic gastrostomy] was powder dissolved in formula/water. The tube was flushed every four hours with a 12 ml syringe. Additional information received 24-jun-2025 noted the patient was found to have aspiration pneumonitis/pneumonia and required supplemental oxygen as a result.